Event description:
It was reported that during a routine ICD changeout the rv lead was explanted and replaced due to increasing impedance and thresholds. The lead was revised using the femoral vein approach as it was not possible to use the subclavian.